Event description:
A customer contacted baxter?s technical service center to report having a leak in the patient line at the end of therapy on the homechoice (hc) machine. The home patient (hp) stated that she noticed the patient line was leaking so she closed all clamps and disconnected from the machine. The hp was in fill 1. The fill volume was 825mls. The technical service representative (tsr) advised the hp to end therapy and notify the nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available a follow up will be submitted.